Event description:
It was reported that the atrial lead exhibited a loss of capture at maximum outputs, and it was determined that the lead had perforated. The patient subsequently developed a tamponade and pericardial effusion. The lead was repositioned, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead - (B)(6) 2013. (B)(4).